Event description:
The following has been reported: pump reported not working, unknown issue, biomed did not test pump. Evaluated logs and found errors. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 6) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The terminal on the valve 6 connector wire was not installed correctly or was already damaged before installation which caused the negative recharge failures. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.